Event description:
Customer reported eight (8) false positive human chorionic gonadotropin (hcg) result on the instrument. Customer also reported that patient treatment was delayed due to the false positive results.

Manufacturer narrative:
Siemens investigated the issue and found out that clinitek status instrument was without its printer cover and there appeared to be lots of visible splashes and stains around the chassis of the instrument. Initial instrument evaluation by siemens global product support (gps) around the instruments dichroic mirror area used for instruments optics found lots of splatter marks around it. Instrument appeared to have been dirty around the test table area and around the table carriage gears. Siemens performed testing on customer returned cassettes using customer returned clinitek status instrument with s/n (B)(4). Siemens technical solution team tested each of six (6) replicates on customer returned cassette lots #039747. All results obtained from testing returned customer cassettes with clear non pregnant male urine on customer returned clinitek status instrument gave negative results. None of the results obtained from customer returned cassettes gave positive or any atypical performance results. Based on the information collected in this investigation, siemens technical operations team could not reproduce false positive hcg performance reported with clinitest hcg lot #039747.